Manufacturer narrative:
The customer's glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned glidescope go monitor and was able to confirm the reported image issue. When connecting the reported glidescope go monitor to a known, good, test verathon equipment, the tsr observed that the image flickered due to a malfunction of the hdmi connector. The customer's monitor failed verathon's device functionality testing. Upon completion of the evaluation, the hdmi connector was replaced and the monitor was returned to the customer. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.

Event description:
A customer reported that during an emergency care procedure, using a glidescope go monitor, the screen was intermittently flickering on/off and turned black during an intubation attempt. It was reported that the patient had a difficult airway and an acute pulmonary oedema which resulted in blood coming out of the mouth profusely. A glidescope spectrum single-use directview mac s3 laryngoscope was attached to the monitor and multiple attempts were made to gain a view unsuccessfully due to the difficult anatomy. Subsequently, a cardiopulmonary resuscitation was performed to form a better plan for intubation. A bougie intubation was attempted under direct view with trouble advancing the tube at the vocal cords initially but ultimately was successfully placed. Upon following up with the customer for additional information, they provided a report indicating that temporary/moderate patient harm was sustained; however, no information was provided indicating that patient harm was directly related to the reported device malfunction.